Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using 15 of the bd safetyglide¿ needles they were clogged. The following was received by the initial reporter: some needles are clogged and don't expel solution.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 29-sep-2023. Investigation summary: five samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Two samples expelled the solution with a normal flow. Three samples did not expel the solution; these needles are clogged. Furthermore, a device history record review was completed for provided batch number 2188472. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of this batch. During the history review, two lots were identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the sample analysis the symptom reported is confirmed.

Event description:
It was reported that while using 15 of the bd safetyglide¿ needles they were clogged. The following was received by the initial reporter: some needles are clogged and don't expel solution.